Event description:
The v100 u-clip was used for annuloplasty repair with a minimally invasive robotic procedure. Typically, from 1 week to 6 mos post-op an x-ray and echo are taken of the repair site to check for patency. During a recent retrospective review of the post-op x-rays, the surgeon noted that although the repair is intact, 1 or 2 clips at the site of the repair had fractured. The clips remain in the tissue at the site of the repair. The surgeon has stated there is no intent to explant the clip(s). The entire clip(s) can be accounted for at the suture site as viewed on the x-ray. There are no negative pt consequences observed.

Manufacturer narrative:
Analysis: a review of the mfg process indicates no process changes for the product, and no anomalies noted in the mfg documentation for the product since beginning of production at medtronic. In-vivo testing during 1 study showed no fractures in 16 implanted clips at 22 weeks post-op. A second study showed no fractures in 63 implanted clips at 6 weeks post-op. Also, tests were performed to characterize clip fatigue under extreme conditions designed to promote failure. It was noted that the coil remains intact, keeping the wire captive. Conclusion: no adverse pt consequences were reported. We have rec'd no similar reports of fractured v100 u-clips from other customers and review of their x-rays shows no fractures. Our analysis shows that where the fracture occurred, the v-100 u-clip will likely remain in the tissue.